Event description:
It was reported that during a lap gastrectomy, a clip sometimes did not come out in the 1st device. Also, the 2nd device was locked out with the jaw closing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? Did the surgeon try to pull the trigger from the handle? Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? How was the device removed? Was there any tissue damage? If so, how was it repaired?

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was firing the tree first clips were conforming according to manufacturing specifications, then the next three remaining clips snapped towards the tissue stop side causing clips with gap. In addition the device locked out as intended but the orange indicator did not show up. Please note that this condition is unrelated with the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted in the internal components. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis results of device (b) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.